Event description:
It was reported that the device started beeping that infusion was complete around 6 hours early. The message displayed on screen was "infusion complete". The pump was connected to a patient when the error/event occurred. Continuous infusion rate was set for 1ml/hour, total reservoir volume 168ml, given 168 charted ml. Length of infusion noted to start on (B)(6) 2024 and disconnected on (B)(6) 2024. A closed system drug transfer device (cstd) was not used to fill cassette. The pump was not used to prime the extension tubing. The method that was used to prime was manual prime. Patient went to pre-anesthesia consultation clinic for blina bag change as scheduled. They reported pump had been stopped and beeping. Blina bag ran dry 6 hours prior to scheduled stop time. Carrier fluid still running upon arrival. This event occurred at patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.